Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A risk manager reported an interface opacity of the right eye 6 days post lasik treatment by an outside provider. The patient was evaluated at seven days post treatment and noted debris and red blood cells at the flap interface. After minimal improvement the patient underwent a flap refloat. Additional information has been requested.